Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the left ventricular pacing lead was below the expected lower range. Analysis of the device memory indicated pacing capture threshold in the left ventricle was high. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead alert triggered for low pacing impedance. Phrenic nerve/diaphragmatic stimulation was observed, along with unstable pacing thresholds. The physician suspected possible insulation damage. The lv lead was capped and replaced. No further patient complications have been reported as a result of this event.